Event description:
It was reported that in the (B)(6) 2008, a patient underwent a da vinci s mitral valve repair procedure. The recovery was quick and easy, however, the patient alleges that the mitral valve repair was not successful and he still has a heart murmur and regurgitation of blood through the valve.

Manufacturer narrative:
Despite multiple requests, the surgeon who performed the patient's da vinci surgical procedure has not provided intuitive surgical with any additional information regarding this event. A follow-up medwatch report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).